Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device did not achieve hemostasis. The device was successfully removed from the patient without difficulty. Hemostasis was achieve using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.